Manufacturer narrative:
The present electric pen drive has been dismantled and checked for functioning. The investigation has shown that the motor and the control unit are defective. The review of the manufacturing documents revealed that this epd was manufactured and sold in december 2006 and that the last service has been made in february 2010. As you have already been informed by our service department the epd failed due to lack of service.

Event description:
A device report from synthes EU provides information from a facility in the (B)(6) regarding an electric pen drive device. It was reported that the hand piece starts running independent of engaging the hand switch or turning knob. The hand piece starts running directly when the cable is placed.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.